Manufacturer narrative:
The information related to auto mode was not available with initial report. The correct information has been included with event description section of this report. (B)(4).

Event description:
There was no indication that auto mode feature was active at the time of the event.

Manufacturer narrative:
The information that provided in section b5 with the initial report was incomplete. The correct information has been included with this report.

Event description:
It was reported that they were hospitalized twice in the last 2 weeks, one on (B)(6) 2020 and another one on (B)(6)2020 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident and treated with syringe. Blood glucose at the time of admission was 702 mg/dl and was treated with intravenous insulin drips. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer declined to perform a care link upload.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose was 702 mg/dl at the time of the incident and was treated with intravenous insulin drips. The customer declined to perform a carelink upload. The device will be returned for analysis.